Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, both the atrial and the ventricular output connectors were broken and it was further noted that the keyboard was contaminated with adhesive, which was cleaned off. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial and ventricular connectors were broken. The generator was returned for service. No patient complications have been reported as a result of this event.